Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. H2 correction.

Event description:
The sensor was inserted into the arm on (B)(6) 2024.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen arm on (B)(6) 2024. On the day of the event, the patient was nauseated and very tired. The cgm was reading 40 mg/dl and the blood glucose reading was 614 mg/dl when she tested her bg. The patient presented to the emergency department and she didn't' remember what medication was given to her. She was admitted for 1 day. There was no documentation of further medical evaluation or intervention for symptomatic hyperglycemia. At the time of the report, the patient was fine. Of note, the patient is a tandem pump user. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.